Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that physician was performing a planned peripheral intervention. Celt was deployed up to step 2 (the second turn counter-clockwise) and it was noted that bleeding started to present around the sheath once number 2 completed turning (click 2). Physician elected to abort, and pulled everything out and reverted to manual compression.